Manufacturer narrative:
Investigation conclusion: the investigation found the returned microcatheter kinked at the strain relief tip; furthermore, an in-house guidewire encountered resistance during functional testing, which is consistent with the alleged product issue. Further investigation found exposed coil protruding into the lumen at the hub transition, which would have contributed to the resistance experienced during the investigation. The physical evaluation of the device could not identify the conditions or circumstances that led to the kink, but the damage is consistent with the device experiencing forces that exceeded its yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed coil, but this condition is consistent with a deviation in the manufacturing process. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during unspecified procedure, the concerned microcatheter was remove from the tray and hydrated as normal. The physician then advanced the microcatheter into the blood vessel through a guidewire. The operator reported that the microcatheter was very stiff and difficult to advance. The microcatheter was withdrawn for inspection and a kink was found at its distal end. Consequently, a new microcatheter of the same model was replaced to complete the procedure the patient was fine. The investigation of the returned device found exposed coil protruding into the lumen at the hub transition.